Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported shortly after start of the impella 5.5 support to a patient with an acute myocardial infarction/cardiogenic shock, the placement and left ventricle signals both would intermittently go out in the absence of any alarms such as placement unreliable. The decision was made to switch out the automated impella controller (aic) mid-support with report of no harm to the patient. The patient remained on the impella mechanical circulatory support for nine days before support was removed. The patient was not a candidate for any other support, expressed to discontinue the support, and subsequently expired. The direct cause of death is unknown. Abiomed's position is the aic is not a main factor in the demise. However, there is not enough information to exclude the device as an associated factor to the event per medical safety review.

Manufacturer narrative:
The investigation of optical signal issue has been completed. Data analysis: this failure mode reproduced on the complaint date with the optical bench constantly resetting as optical communication was malfunctioning. This resulted in sometimes a one second drop to -1638.4 mmhg immediately followed by rise to +1638.4mmhg for two seconds before returning to previous range of signal. Additionally, the placement signal spiked to 3000 mmhg during this time which is what the user would have seen. Pump 570404 was moved over to ic1755 and the failure mode did not reproduce on that console. Device analysis: the failure mode was consistently reproduced during testing whenever a pump was connected to the console. The optical bench was replaced with a known good bench and the malfunction did not reproduce. Root cause: the loss of placement signal was caused by a consistently resetting optical bench that was malfunctioning. B1 revised from the initial manufacturer device report number 1220648-2025-26732 to reflect both adverse event and product problem.